Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event can be detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q180v operation manual 3.2 inspection of the endoscope. IFU states the preventative measures in tjf-q180v reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodeno videoscope exhibited foreign material from the light guide lens. There was no patient involvement in this event.